Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke into 3 pieces. The surgeon stated that no real pressure was put on the needle. They think they recovered all of the pieces from the pt. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria